Event description:
It was reported that upon insertion of the intra-aortic balloon (iab), the console generated an auto-fill failure alarm. The customer noted that they had already swapped out the console and replaced the iab with a new one, but the issue continued. It was verified that there was no blood seen in the tubing, all connections were secure, the one-way valve was removed, helium tank was turned on, helium volume, ECG, and arterial pressure waveforms were present. The customer then confirmed that the first iab functioned as expected outside of the patient. The customer later reported that they had found extreme vessel tortuosity and plaque in the aorta-iliac junction of the patient as well as a possible large clot in that same location. The customer then removed the second iab from the right femoral artery and tried inserting it on the opposite side in the left femoral artery, but received an auto-fill failure alarm once again. Troubleshooting began again and all the same points were verified. It was then noted that the customer used another manufacturer's sheath while inserting the iab into the left femoral artery. The 1st iab was then connected once again to verify the console operated correctly, which it did. The customer was then instructed to insert a third iab. During insertion of the third iab, it was revealed that the sheath used to insert the second iab was too long and not allowing the iab to fully exit the sheath resulting in the auto-fill failure alarm the customer had been receiving. The customer was then instructed to use the sheath that came with the iab. The sheath and iab were both inserted successfully and began auto-filling as expected. There was no patient harm or adverse event reported. This reported is for the first iab used in this event. A separate reported will be submitted for the second iab used.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. One kink was found on the catheter tubing near the y-fitting approximately 73.7cm from the iab tip. A second kink was found on the catheter tubing and inner lumen approximately 43.2cm from the iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there were kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint #(B)(4).

Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that upon insertion of the intra-aortic balloon (iab), the console generated an auto-fill failure alarm. The customer noted that they had already swapped out the console and replaced the iab with a new one, but the issue continued. It was verified that there was no blood seen in the tubing, all connections were secure, the one-way valve was removed, helium tank was turned on, helium volume, ECG, and arterial pressure waveforms were present. The customer then confirmed that the first iab functioned as expected outside of the patient. The customer later reported that they had found extreme vessel tortuosity and plaque in the aorta-iliac junction of the patient as well as a possible large clot in that same location. The customer then removed the second iab from the right femoral artery and tried inserting it on the opposite side in the left femoral artery, but received an auto-fill failure alarm once again. Troubleshooting began again and all the same points were verified. It was then noted that the customer used another manufacturer's sheath while inserting the iab into the left femoral artery. The 1st iab was then connected once again to verify the console operated correctly, which it did. The customer was then instructed to insert a third iab. During insertion of the third iab, it was revealed that the sheath used to insert the second iab was too long and not allowing the iab to fully exit the sheath resulting in the auto-fill failure alarm the customer had been receiving. The customer was then instructed to use the sheath that came with the iab. The sheath and iab were both inserted successfully and began auto-filling as expected. There was no patient harm or adverse event reported. This reported is for the first iab used in this event. A separate reported will be submitted for the second iab used.